Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a sapien 3 ultra resilia 29 mm valve, the valve failed to expand during inflation. The issue was identified as balloon-related, described as a balloon tear with exposed inflation balloon wings and balloon leakage. The valve was not able to be fully deployed due to lack of inflation. Upon applying negative pressure with the inflation device, backflow of blood into the syringe was confirmed. The exact source of leakage from the delivery system was reported as unknown. During the procedure, difficulty with valve alignment was noted during fine adjustment, where alignment was carried out by rotating the fine adjustment wheel more than usual. No pre-dilatation (bav) was performed, no additional volume was added to the balloon, and no instruments were used to remove the balloon cover. Damage was noted to the balloon shaft. An attempt was made to retrieve the valve and delivery system. During removal of the sheath, delivery system, and valve from the groin, a vascular rupture occurred, resulting in a drop in blood pressure. Management included insertion of a dryseal 22 fr, achievement of hemostasis using an occlusion balloon, and subsequent placement of a surgical vascular graft. The perceived root cause as reported was vascular rupture caused by the valve.

Manufacturer narrative:
The investigation is ongoing.